Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 175 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had an unresponsive act button due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners and a cracked reservoir tube lip.